Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the call was over 600 mg/dl, which was treated with an insulin pen. During troubleshooting, the customer was able to get insulin to exit the device. The insulin pump was not replaced or returned for analysis.